Event description:
It was reported that during a knee prosthesis procedure, the blade broke at the mount. It was further reported that the broken part was removed from the patient. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.